Event description:
It was reported that the pump screen was shattered and unresponsive and unreadable. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy, relying on the mobile app to interact and bolus with the pump until they decide to obtain a new pump.